Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reported left side rupture. Device explanted.

Event description:
Healthcare professional reported, left-side "implant rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening and seven . A microscopic analysis was performed which identify a sharp opening in the posterior and seven striated . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a opening sharp in the anterior side assessed as unidentified (tear) opening. -seven striated opening in anterior, posterior and radius side assessed as surgical damage.

Event description:
Healthcare professional reported left side "implant rupture". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture". The device remains implanted. This relates to the left side.